Manufacturer narrative:
The affected device was returned and evaluated. A dimensional inspection was attempted however several of the insert's attributes were deformed during the insertion attempt and could not be accurately measured. The tibial base was found to be within specification. There were no manufacturing or material deviations noted during our investigation. The research and development lab performed a macroscopic examination and revealed the tibial tray grit blast surface showed bone cement attachment on only a portion of the surface which indicates possible loosening of the tibial tray component. There was also burnishing on the distal surface of the tibial tray likely due to motion between the tray and the surrounding fixation surface. Burnishing and wear were also present on the proximal surface of the tibial tray indicating that there was motion between the baseplate and either the insert or femoral component. The insert showed pitting and abrasion which indicates the presence of third body particles in the articulating areas. This could have been caused by boney debris or bone cement in the articular space generated from a loose component. There was damage to the distal portion of the tibial insert that likely occurred after the insert had disassociated from the tray. The anterior locking mechanism of the insert did not have the rounding typically seen after being fully seated. This could indicate that the insert was not fully locked into the base plate. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.

Event description:
It was reported that a revision was performed.